Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Patient reported left side rupture. Physician reported capsular contracture, baker grade iii/IV and concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Deformation device observed on the device. Yellow particles observed on the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data.

Manufacturer narrative:
The event of capsular contracture, baker grade iii/IV is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported, capsular contracture, baker grade iii/IV. And concerns with the product. Device has been explanted and replaced.